Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and headache ("headache for 15 days") in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), headache (seriousness criterion medically significant), alopecia ("hair loss"), menorrhagia ("excessive menstruation"), breast swelling ("breast swelling") and breast pain ("breast pain"). The patient was treated with surgery (essure removal in (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain, headache, alopecia, menorrhagia, breast swelling and breast pain outcome was unknown. The reporter considered abdominal pain, alopecia, breast pain, breast swelling, headache and menorrhagia to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.